Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due to reports of high pacing thresholds and no capture. No additional adverse patient effects were reported.